Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed high out of range impedance measurements. In addition, unipolar pacing mode was displayed due to a lead safety switch. There was concern that this lead may be fractured or crushed. An x-ray confirmed this lead was crushed at the subclavian area. A revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As this lead was surgically abandoned, no return of product is intended at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.